Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported.